Manufacturer narrative:
Steris is not the manufacturer of the renaflo ii hemofilter subject of the reported event. Steris notified the manufacturer, evoqua, of the reported event to internally investigate and evaluate for reportability in accordance with 21 cfr part 803. It should be noted that steris is submitting a medical device report (MDR) solely due to the receipt of the user facility medwatch report which is in accordance with our policies and procedures. No additional issues have been reported.

Event description:
The user facility reported via medwatch report #mw5117414 that during a patient procedure involving the 400 renaflo ii hemofilter, a filter leak occurred. No report of injury or procedure delay.